Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for pain and swelling. Event is not serious and is considered mild. Event is possibly related to both device and procedure. Date of implantation: (B)(6) 2020. Date of event (onset): (B)(6) 2020; (left knee). Treatment: aspiration/ drainage.

Manufacturer narrative:
H10 additional narrative: product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.